Manufacturer narrative:
Investigation: investigation summary: MDR: review was conducted. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Units were not received for observation and testing. Investigation conclusion: confirmation of the defect of needle retraction failure as stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Root cause description: units not provided for investigation of the incident stated in the pr.

Event description:
It was reported that the needle on a bd insyte¿ autoguard¿ shielded IV catheter did not retract after use. No injury or medical intervention.